Event description:
It was reported that following an unrelated surgical procedure wherein it is unknown if the ipg was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was unsuccessful. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.